Manufacturer narrative:
Product ID: neu_recharger_acc, serial# unknown, product type: recharger.

Event description:
A manufacturer representative reported information provided healthcare provider. It was reported that patient noted a high pitched noise from the charging system and a high temperature indicator on the recharger. The patient further reported lack of coverage of the lower back and feet bilaterally after multiple falls in the last few months. The battery was tipped in the pocket and catching when they slide toward the head of the bed. The patient also had worsening pain for which the stimulator was no longer effective. The patient was programmed with new groups b and c. B gets more of the lower back and pelvic area and c gets into the feet. Sensor activation and settings completed. The patient's battery was oriented to all available positions and set on all 3 groups for all positions. Patient educated regarding the management of this feature. The indication for spinal cord stimulator implant is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.